Event description:
Rptr had implants placed on 6/10/74. In 1982, rptr had black discharge from nipple during pregnancy. In 1983, rptr had carpal tunnel syndrome, rashes, and abscesses. In 1984, rptr had chest pain, dizziness and migraine-like headaches. In 1986, rptr experienced memory disturbances (short term) and headaches. In 1988, rptr experienced extreme fatigue and hyperimmune response. In 1989, rptr had hair loss, skin changes, chronic fatigue, joint pain, photosensitivity, eye pain, abscesses, and chronic sinusitis. In 1992, rptr began bruising easily, had torn ligaments from joint, immobility, continued with all previous ailments and k-c sicca. In 1993, rptr had explantation of ruptured implant. Surgeries are proposed for 1994 for nerve damage.